Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - no record found for serial number (B)(6). The mlx light source was returned in used condition. No visible, physical damage was confirmed. Functional testing found both the power supply unit (psu) and the lamp failed / malfunctioned. The reported complaint was confirmed from the evaluation. Basic component failure - malfunction(s). The underlying root cause for the reported event is undetermined: review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource would not turn on and has blown fuses. There was no known delay nor adverse event reported.